Event description:
Information was received that reported a patient was hospitalized due to incidence of hypoglycemia. The patient reports his blood glucose level at point dropped below 28. The device will be returned for evaluation; to ensure that is it functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the product was within specification.